Event description:
Pt hospitalized for hyperglycemia. Pt traveling on business trip, when blood glucose rose to 300. Called personal physician who advised visit to ER. Pt given IV insulin drip and stablilized. Changed infusion site and set; blood glucose normal.